Event description:
On 18-sep-2025 the certified diabetes specialist (cds) stated that during the user¿s initial ilet training session, the device displayed error 76 ¿ bow power immediately after startup. The cds performed a restart from the device settings, but upon reboot, the same error appeared again. The ilet could not proceed beyond the error screen. A replacement ilet was issued. No blood glucose impact or injury occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.